Event description:
It was reported that the electrodes failed gradually during half a year after implantation surgery. The pt had poor hearing sensations. The latest testing showed 3 short circuits involving 6 electrodes. The pt was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.